Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) clinic. Related report number: 9610595-2026-15845-00. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor water filter had not been replaced by the facility since (B)(6) 2023. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information from the customer.